Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, air in line errors were unable to be reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was unable to be determined as troubleshooting the device revealed no software/hardware abnormalities that could cause this issue. The ultrasonic sensor requires calibration as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.